Event description:
Event description guidant received information that, during the implant procedure for this device and two non-guidant leads, the patient had a severe allergic reaction. The reaction was most likely due to the contrast. This occurred during the ventricular lead placement. Because of the reaction, the patient nearly died and CPR was required.